Manufacturer narrative:
Customer strips were returned for qa evaluation. They read an average of 386mg/dl high out of spec. Using blood. Retention reagent gave satisfactory results.

Event description:
The customer tested his blood glucose using 2 contour next link meters and received hi and 130mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.